Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the outer insulation of the lead was extrinsically breached due to a tear. The outer insulation of the lead was observed to have blood ingression. Visual summary analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with the outer insulation breached and blood ingression.

Event description:
It was reported that during an attempted implant, the physician experienced difficulties placing the lead due to the unusually shaped left subclavian vein of the patient. An attempt to use the cut-down method was made by exposing the vein and inserting the lead, however, the lead could not cross the acute angle just below the clavicle. The lead body was inadvertently punctured during the threading of the suture sleeve in an attempt to insert the long sheath from the side of the lead that had been inserted already. The lead was removed and replaced successfully. No patient complications have been reported as a result of this event.